Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilatation. However, the balloon burst during procedure. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found multiple shaft kinks. A visual examination found no issues or damage to the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilatation. However, the balloon burst during procedure. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.